Manufacturer narrative:
The sliding core was classified as primary product during investigation. No deviations were found during review of the manufacturing and inspection documents (DHR). The implant was documented as faultless prior to distribution. The implant provided to the external lab exponent, shows signs of usage and deformations caused by towel clips (like reported) but no significant damages. Thus, a manufacturing issue can be excluded. The reported cysts were confirmed via the provided surgery notes; cyst formation was not visible on the provided x-ray. Cysts were already evaluated by a hcp in the statement ¿clinical results of the star ankle prosthesis, page 70, 71¿ ¿cyst formation (bone resorption) (0 ¿ 16 %) [1, 6, 9, 10, 12, 13, 15, 17, 20, 24, 27, 28, 30] spontaneous bone resorption and cyst formation represents a significant problem in ankle arthroplasty. The symptoms may be mild and will not require specific surgical measures, but in many cases revision surgery with bone grafting may be required. In advanced cases cyst formation may cause a collapse of the arthroplasty requiring implant removal and ankle fusion.¿ additionally the case was evaluated by a product expert from the development department: ¿this is a known complication and risk in the scientific literature. The exact source is unknown. Researchers believe that it is due to poly wear debris and/or fluid hydraulic pressure in the joint.¿ nevertheless, osteolysis and/or other periprosthetic bone loss (like cysts) are adverse effects and may require medical or surgical intervention (therefore listed in the IFU). Conclusion: based on the evaluation a manufacturing fault was not found but a correlation between the implant and the cyst cannot be excluded. The case represents a recurring issue for the sliding core and will be monitored and evaluated according to pms trending procedure dqi 13-004. Discrepancies were detected during risk analysis review; nc#937715 was already initiated. No other non-conformity identified; no previous or actual actions are in place.

Event description:
Patient right ankle was reevaluated since she had increased swelling. Surgeon and patient decided to do a mobile bearing exchange and clean out the gutters around the talus component. This was all accomplished. Patient is going to need a debridement. There is a cystic area in the remedial malleolus that will need to fill in. Surgeon will clean out gutter and exchange poly. Also debulk the bump on the top of the foot to help with shoe wear. Anterior lateral portion of poly was damaged with towel clips. Sales rep reported that talus component remained implanted, no repositioning. Per sales rep, no infection or tissue damage reported and non union was not reported.

Manufacturer narrative:
The reported device was manufactured and distributed by (B)(4) and implanted prior to howmedica osteonics corp.¿s purchase of certain assets of sbi on august 1, 2014. Stryker became legal manufacturer of this product on april 1, 2015 and has taken the responsibility for medical device reporting. Unknown mobile bearing star total ankle. Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Patient right ankle was reevaluated since she had increased swelling. Surgeon and patient decided to do a mobile bearing exchange and clean out the gutters around the talus component. This was all accomplished. Patient is going to need a debridement. There is a cystic area in the remedial malleolus that will need to fill in. Surgeon will clean out gutter and exchange poly. Also debulk the bump on the top of the foot to help with shoe wear. Anterior lateral portion of poly was damaged with towel clips. Sales rep reported that talus component remained implanted, no repositioning. Per sales rep, no infection or tissue damage reported and non union was not reported.